Manufacturer narrative:
B5: upon follow up it was reported the patient was hospitalized on an unknown date for the peritonitis event. It was reported the patient was discharged from the hospital (unknown date) and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.